Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the was being positioned in the laa of the patient. After the was entered the appendage the physician noted that there was a perforation and pericardial effusion. It was decided to perform no intervention for this at the moment, but to continue the procedure. The closure device was deployed in the laa and met release criteria. The device was released and was successfully implanted in the laa of the patient. After the device was implanted the effusion increased in size and a pericardiocentesis was performed. The patient was brought to the operating room to stop the leak. The patient was fine following this. The patient is stable and has been released from the hospital.